Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had bent blades. Device was returned loaded with a needle loaded in each jaw (one broken and one bent needle). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the lap nissen fundolipication, when loaded on suture case was empty and it had fired the whole unit. When loaded the second suture, there was a needle already in. No patient adverse events reported. New device was opened to resolve the issue.